Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and cable connectors were reseated during the service call. The system was tested and found to be working as intended and out back into service.

Event description:
The customer reported that there was a communication failure error message. This error resulted in a system lock up while acquiring cine acquisitions. There is no report of pt injury or death associated with this event.